Manufacturer narrative:
(B)(4). Concomitant products: item number 010000664 item name g7 pps ltd acet shell 54f lot # 6803742. Item number 00625006530 item name bone screw self-tapping6.5 mm dia. 30 mm length lot# j6813932. Item number 00625006525 item name bone screw self-tapping6.5 mm dia. 25 mm length lot # j6817641. Item number 00625006520 item name bone screw self-tapping6.5 mm dia. 20 mm length lot # 64558809. Item number 650-1058 item name cer bioloxd option hd40mm 0 lot # 3032856. Item number 650-1064 item name cer option type 1 tprsleve -6 pe 1 lot # 3031442. Item number 51-108080 item name tprlc 133 mp t1 pps so8x101mm lot # 6685818. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device history records identified deviations or anomalies during manufacturing, the deviations or anomalies would not have attributed to the event. Medical records were provided and reviewed by a health care professional. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Previously incorrectly reported under MFR: 0001825034 - 2021 - 00087.

Event description:
T was reported the patient stated she underwent a tha. Subsequently, patient underwent a revision 3 months later. Surgeon reported that liner had dissociated and there was direct ceramic head contact with shell, leading to metallosis, metallic debris, implant wear to shell, and pseudotumor. No further event information available at the time of this report.